Event description:
A stone retrieval basket by boston scientific, 1.9 fr. X 120cm, ref 390-105, lot 13479792, exp date 2012-05, ce 0197, would not open when it was inserted into the ureter. The surgeon checked the basket after it was withdrawn and it was intact. Another one was used without further issue. There was no patient harm.